Manufacturer narrative:
Correction: d4. D4: expiration date is updated to na. Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection was performed which showed that the tubing was separated from the y-site (clearlink) in the ustream part. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) solution sets with duo-vent spike separated when priming the sets. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
E1: initial reporter address (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.